Event description:
The report stated that after the start of a radio frequency liver ablation a water leak occurred at connection of the shaft and the handle. Another needle was used and the procedure was successfully completed.

Manufacturer narrative:
The incident sample was not returned for evaluation therefore an evaluation could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design has significantly reduced the trend in leakage complaints.